Manufacturer narrative:
MFR received date: 24 sep 2019. Date of report: 26 sep 2019. The resistance and resistance ratio were out of specifications. Fault was found on this returned touchscreen. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Event description:
The customer reported a touchscreen failure. The device was in use at the time of the event; however, there was no patient harm.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 25june2019. A follow-up report will be submitted once the investigation has been complete.

Event description:
The customer reported a touchscreen failure. The device was in use at the time of the event; however, there was no patient harm.

Manufacturer narrative:
Date rec'd by MFR: 02aug2019. Date of report: 09aug2019. The manufacturer¿s field service engineer (fse) confirmed the reported touch screen issue. The manufacturer¿s field service engineer (fse) replaced the touch screen to address the reported problem. The unit was checked overall, run in tested, cleaned and functionally tested and no abnormality was confirmed. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.